Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to the battery connection assembly. The battery connection assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact and do not meet our requirements for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device battery icon on the display showed not available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed do not use icon. Complainant indicated that there was no patient involvement in the reported malfunction.